Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a broken curved blade the broken piece, approximately 0.52" x 0.10" was returned for evaluation. The broken piece was matched with the instrument and no missing material was identified. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. Isi received a photograph of the harmonic ace instrument. A review of the submitted photograph was performed by the isi quality investigations engineer (qie). Qie identified that the instrument blade was broken and separated. No damage found on the teflon pad.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke and a piece fell inside the patient. The broken piece was retrieved during the same surgical procedure. The user replaced to the backup instrument and continued with the procedure. The procedure was completed with no further issue reported. There was no report of instrument collision, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the instrument was inspected prior to use. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument was in use for approximately 30 minutes to 1 hour when the event occurred. No error messages were displayed by the system or generator to indicate a problem at the time of the event. It is unknown what surgical task was being performed when the device fragment fell inside the patient. Furthermore, it is unknown if the instrument collided with any other instrument or other hard material during the surgical procedure. The fragment was removed from the patient's body during procedure and the surgeon confirmed that no part was remained by matching the fragment to the instrument. No post-operative tests were performed. No injury to the patient occurred.